Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the balloon catheter did not close completely prior removal. The customer inserted the balloon catheter into the esophagus, and they performed an ablation procedure without an incident. Upon removal of the catheter, there was resistance, but the system monitor stated that the balloon was deflated. On second attempt, the customer was able to remove the balloon catheter, but they noted that the balloon was completely deflated. They examined the patient's esophagus immediately after removal of the balloon catheter with a different scope that showed a tear in the esophagus. Surgical clips were used to successfully repair the esophageal tear. No active bleeding was noted after the repair. The patient was admitted for monitoring the potential bleeding. The next day, the patient was cleared by cardio-thoracic surgery and discharged. No bleeding was noted overnight.